Manufacturer narrative:
Subject device not explanted. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.

Event description:
A device report received indicates a pt status post nail and spiral blade implantation, date unk, returned to surgeon, date unk. It was discovered the spiral blade became loose in the nail. It was noted stability was ensured as a angular stable locking system was used for the proximal screw. The product was not removed. This is one of two reports for this event.